Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the abbott diabetes care (adc) device. A customer reported encountering a "signal loss" error message with the adc device and as a result, they experienced symptoms described as "fingers and mouth numb", shaking, and a loss of consciousness. The customer further reported being able to self-treat with sugar water. There was no third-party intervention report. There was no report of death, serious injury, or mistreatment associated with this event.